Manufacturer narrative:
The device received an evaluation. The evaluation verified the device was shutting down with a high pressure error code. The evaluation concluded that after uninstalling and reinstalling the pilot valve the device functioned according to the specifications. The most likely cause of the failure was the pilot valve o-ring being dislodged resulting in leak. During the reinstallation process the o-ring was likely reseated correcting the issue. The device was over 6 years old at the time of this incident which is past the 3 year service life listed in the manual. The manual also states use of the product beyond this time period may cause injury or product damage.

Event description:
Invacare received a report from the dealer stating the user¿s wife reported the concentrator stopped working. The wife stated the unit would stop producing oxygen and would alarm. The user had a full m backup system and multiple portable tanks available. They called an ambulance and he passed away prior to arriving at the hospital due to a stroke.

Manufacturer narrative:
This issue is being reported in an abundance of caution. The alleged issue of the concentrator not producing oxygen and alarming couldn¿t be confirmed, and the underlying cause couldn¿t be determined. A return of the device has been requested. However, the device is currently in quarantine at an apria facility. No malfunction of the device has been confirmed at this time. With the available information it is unclear what malfunction occurred, or what, if any role the concentrator played in the end user¿s medical outcome. It was reported the end user had back up oxygen as directed in the manual. No further details including the flow rate of the backup oxygen or length of time used is known. It is not known if, or for how long the end user did not have supplemental o2. Or whether the end user utilized their available back up tanks. The manual for this device states the intended function and use of the invacare® platinum® oxygen concentrator is to provide supplemental oxygen to patients with respiratory disorders, by separating nitrogen from room air, by way of a molecular sieve. It is not intended to sustain or support life.¿

Event description:
Invacare received a report from the dealer stating the user¿s wife reported the concentrator stopped working. The wife stated the unit would stop producing oxygen and would alarm. The user had a full m backup system and multiple portable tanks available. They called an ambulance and he passed away prior to arriving at the hospital due to a stroke.